Manufacturer narrative:
A review complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer reviews.

Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing), as well as antigen. An additional consumer event was communicated which is captured on a separate report.